Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
In (B)(6) 2017 a patient specific implant prescription form was received for the patient's left proximal humerus with diagnosis "aseptic loosening" and notes "custom left proximal humerus and extracortical plates x 2. 10mm trim." Patient was revised in (B)(6) 2017.

Manufacturer narrative:
Reported event: an event regarding loosening involving a mets proximal humerus was reported. The event was confirmed by x-ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for a mets bayley-walker proximal humeral replacement which was inserted in 2016. The surgeon reported aseptic loosening of the implant. After a few attempts in order to obtain more images, the only images available from the surgeon for this review were the cross-section CT scan which shows radiolucent line between the cement mantle and cortical bone, and the reconstructed image from the CT scan shows it was bayley-walker proximal humeral implant. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: could not be performed as lot / batch code information was not provided. Complaint history review: could not be performed as lot / batch code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
In (B)(6) 2017 a patient specific implant prescription form was received for the patient's left proximal humerus with diagnosis "aseptic loosening" and notes "custom left proximal humerus and extracortical plates x 2. 10mm trim." Patient was revised in (B)(6) 2017.